Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump went into a low threshold suspended state, due to a sensor reading of 60 mg/dl, while her blood glucose was 117 mmg/dl. Insertion technique was discussed. The customer stated the first two sensors had bent cannulas and she threw them away. Nothing further was reported.